Event description:
I was referred to a doctor after many attempts with different doctors for my chronic back pain. I am part of an hmo so my primary sent me to pain mgmt for epidurals, since the doctors are in a group and type results direct to primary. As per pain mgmt he stated, "I was not a candidate for epidurals and need to look to surgery," please note my main chronic pain was my lumbar, so my primary gets the info and refers me to an ortho spine dr. I went with my dad on my consultation, the dr claimed my lumbar he would not touch cause I would only have a 50% chance I will walk off the table, but said my cervical spine is messed to the point that I need surgery, but before that he schedules an epidural which of course did not work. So he scheduled me for surgery on c4-c7 where I now have a titanium plate, which is so crooked, I think maybe it is laying on a nerve. I finally begged to get an MRI due to my unbearable pain, can not swallow even water, take a pill, heaviness in upper torso, lower back pain, walk with a cane now, also have terrible nerve damage, also have prosthesis on both arms cause I have carpel tunnel in both arms as well. Not sure I don't have the last two possible side effects of this device, which by the way I did all research on my own. I was implanted with a device called medtronic infuse, this product was only FDA approved for lumbar surgery and some type of mouth, but not for cervical. During my research, I found out the people who owned the hosp was aware of the lies, and side effects. The trial started in 2008 ended where medtronic paid 265 million, also there has been whistle blower who won 44 million. I was operated in 2011, how can a hospital, doc, MFR, dealers allow a dr to use this product while case was pending. I was (B)(6) when I was operated on I am now a crippled (B)(6) man; who seems no one cares, by the way. The other two side effects are becoming sterile which I have not been tested for. I feel that the dr should be brought up on criminal charges. The last words the dr said to me 6 months after...